Event description:
Caller reported the lancet would not retract into the softclix lancet device. No adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.